Event description:
It was reported that the charging system was not working efficiently and it was taking much longer to charge. This started in the last couple of months. The patient was currently getting all eight boxes on the bottom of the screen and would watch the recharger for the future. The patient also had observed a doctor symbol on the programmer ¿when he had it.¿ the patient stated ¿sometimes wouldn¿t come on, but recharger would turn him on.¿ the patient did not know what code was under the doctor icon. According to the healthcare professional (hcp), the cause of the issue was determined to be high impedance of four electrodes. There was reprogramming and they were able to capture coverage with avoidance of the high impedance electrodes. The date was (B)(6) 2015. It was considered device related. The recharging frequency matched the patient¿s settings and the patient was trained and able to demonstrate effective recharging. The patient was able to recharge normally and was receiving effective therapy. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n227968, implanted: (B)(6) 2010, product type: adapter. Product ID: 3888-28, lot# l34697, implanted: (B)(6) 1995, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. (B)(4).